Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During ICD explant procedure, loss of capture and no sensing was noted on the atrial lead. Diagnostic imaging confirmed atrial lead dislodgement. The atrial lead was capped and a new lead was implanted successfully. The patient was stable condition.